Event description:
Pt reported that pt's meter/hcp meter comparison test readings were hi (ss) versus 325mg/dl (hcp), respectively. Pt had a headache and was sweating. On follow-up, pt said the control test reading was in range. The meter is not cleaned according to MFR's product recommendations. Lfs rep reviewed quality control procedures and discussed meter/lab comparisons. There was no allegation of harm.